Event description:
It was reported by the patient¿s legal guardian that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 24 mmol/l ( 432 mg/dl) after approximately 49-71 hours of pod wear on the arm and did not decrease despite administering correction bolus doses. The patient reportedly began feeling unwell with symptoms including vomiting and elevated ketone levels of 22.4 mmol/l, which prompted the legal guardian to seek medical attention. The patient was transported to the hospital and subsequently admitted and diagnosed with hyperglycemia. Treatment during hospitalization included insulin injections. The patient remained hospitalized for several hours and was discharged the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.